Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip cover started to move over the tip of the monopolar curved scissors instrument. The user facility indicated that no lubricant was used with the instrument. The instrument with tip cover was removed and the surgical procedure was completed with a different instrument and tip cover. Nothing reportedly fell into a patient. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The customer has discarded the tip cover and will not be able to return to intuitive surgical, inc; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.